Event description:
Allegedly revised due to instability.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 3003379990-2007-00032, 1043534-2007-00080, and 00081. This event occurred in another country.